Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052011. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
No additional information.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052011. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter splitting / cracked / shearing / frayed at 09:30 on (B)(6) 2024, the nurse teacher of the second obstetrics ward inserted the needle into the patient's vein. After penetrating the skin and reaching the blood vessel, the patient complained that the pain was obviously unbearable. The nurse immediately pulled out the indwelling needle. After inspection, it was found that the front end of the indwelling needle was separated from the hose, and the indwelling needle should be replaced immediately.